Manufacturer narrative:
Per tandem's x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 83 mg/dl. Reportedly, the suspected cause of the bg level was unknown; however, the customer reported delivering large boluses after consuming a meal containing high amount of carbohydrates. The customer consumed sugar tablets to address the bg level. Recommendation was made to consult with health care provider regarding diabetes management.